Manufacturer narrative:
A product investigation was completed: the distal tip of the returned screwdriver is badly worn and the corners are rounded. Additionally are black abrasions visible. The shafts and couplings are in used condition with some scratches and impression marks. Regarding the bad condition of the screwdriver, we can confirm that the instrument has lost its functionality as complained. Because of the worn tip the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing documents show that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The device met the specification at the time of manufacturing and distributing. Failure in material or production could not be detected. Based on the provided information we are not able to determine the exact cause of this complaint. Excessive force, not fully seating the screwdriver tip or normal wear and tear could lead to the complained issue. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown when the instrument became too worn to function. It was discovered to be not function/hold screws on (B)(6) 2017. Device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently in the evaluation process. A device history record review was performed for the subject device lot number. Manufacturing location: (B)(4). Date of manufacture: may 27, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unspecified surgical procedure on (B)(6) 2017, it was discovered that the distal end of the stardrive screwdriver shaft is worn out and does not hold the screws. The procedure was completed successfully with no patient harm or surgical delay. Concomitant parts reported: 1x unknown screw, part unk lot unk. This report is 1 of 1 for com-(B)(4).